Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when he met with a manufacturer¿s representative (rep) after implant to activate the device, the implant battery and device weren't properly charged, so the rep was only able to give him one setting. The patient reported that the coverage was terrible. The patient reported that he was told to charge everything up and give the rep a call to schedule a meeting. The patient reported that at the next meeting the rep gave him only 2 settings, still poor coverage in his low back. The patient reported that he asked to met with another rep who had given him 4 quality settings during the trial which gave him 35%pain reduction. The patient reported that the rep attempted to get him better lower back coverage. The patient tried it for 2-3 weeks and there was no improvement. The patient reported that he met with another rep for 4 visits and on the 5th visit the minute the device was turned on, he was completely shocked on his whole right side from shoulder to foot. The patient reported that sometime between late (B)(6) and early (B)(6) he met with the first rep again and the result was improved coverage in the left leg, right leg and still not enough to cover the lower back, but better. The patient met with the rep again and the result was slight improvement in the lower back and both legs were very good. The patient was told to work with this for a week and get back to the rep. The patient reached out to another rep and scheduled a meeting for (B)(6) 2019. The patient met with the rep and explained his history and told her his leg coverage was good and the other rep was trying to get better lower back coverage. The patient reported that the rep wiped out the 2 settings and said she preferred starting from scratch, which didn't work because she couldn't get any coverage on the left leg which he had. The patient reported that he was only stuck with right leg coverage and slight right back. The patient reported that when he increased intensity, the vibration goes up his right side and rib cage and it was very uncomfortable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they first noticed the shocking sensation and stimulation in the wrong location in (B)(6) 2019. The patient reported that a manufacturer¿s representative (rep) was attempting a new program and when she turned it on, the volume was off the charts causing the shocking sensation from head to toe on the right side. The patient reported that he contacted another rep and explained what happened and refused to be seen by the other rep. The patient reported that over the course of 3 months, (B)(6), made improvements to the shocking sensation was a one-time error. The patient reported that the rep continued to attempt to get better coverage in the lower back without effecting rib cage; a modest improvement was made. The patient was working with a new rep and the last adjustment was better. No further complications were reported.